Manufacturer narrative:
(B)(4). The sample has been received, but not evaluated yet. If additional information becomes available a follow-up MDR will be submitted.

Event description:
A customer contact baxter to report that the tubing separated from the patient adapter when the patient took a bath. The set had been used for about 110 days, from (B)(6) 2009 to (B)(6) 2010. The patient replaced the patient adapter to the tubing in his/her panic. There was no patient injury or medical intervention. The actual sample is available for evaluation.